Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that no external power alarms occurred on (B)(6) 2019 while the patient's controller was connected to the mobile power unit (mpu). The alarm appeared to be related to a loss of a/c power. It was also noted that the patient's mpu was currently operational and has a v-lock connector on the a/c power cord. It was not known if the power cord came loose at the wall/outlet or the back of the unit. There were no known environmental circumstances that would have affected a/c power at the time of the event. No additional information was provided.

Manufacturer narrative:
Section h4: additional information manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit was confirmed via log file analysis. The mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning 19 days on multiple dates ((B)(6)2019 and (B)(6)2020 per timestamp). On (B)(6)2019 at 10:57 and 11:00, a no external power alarm activated while the controller was connected to an mpu. The no external power alarm activated due to the rsoc values simultaneously decreasing and appear to be related to a loss of ac power while the controller was connected to the mpu. The alarm cleared shortly after activating each time once power was restored. The heartmate mobile power unit was not returned and remains in use. Additional provided information indicated that the mpu is operational and would not be returned. The root cause of the reported event was not conclusively determined through this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.